Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial number: unknown/not provided. Catalog#: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zcb00 intraocular lenses (iol) appear to have a sharper edge and have caused some capsular tears. It was also stated that another doctor has also had the same experience. No other information was provided.

Manufacturer narrative:
Additional info: the surgery site name and address has been provided. The following section fields were updated accordingly: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing record review and the complaint history review could not be performed because the serial number of the complaint product is unknown. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.